Event description:
The center reported that the pt showed a decrease in her performance. Testing performed by the center confirm the device was not functioning. The pt's c1 device was explanted and the pt was reimplanted with another advanced bionics cochlear implant.